Event description:
The customer reported that during an injection it was noted that the syringe had a small crack and fluid leaked out during the injection. No information was received regarding any serious injury as a result of this product malfunction.